Manufacturer narrative:
Upon inspection and testing of the device, the reported issue (air/water flow issue) was confirmed and found to be caused due to a clogged air/water nozzle. The foreign material found in the air/water nozzle was suspected to be due to insufficient cleaning of the device. In addition, service found the adhesive on the bending section cover was peeled off, the connecting tube was wrinkled, the light guide tube was wrinkled, the biopsy channel was perforated, the electrical connector was corroded, the torque of up/down brake was insufficient, and the switch #1 was cut. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device was exhibiting the air/water flow issue. The reported issue occurred during an unspecified therapeutic procedure. The intended procedure was completed using the same device. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center. Upon inspection and testing of the returned device, it was observed the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in air/water nozzle).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the insufficient reprocessing could not be determined at this time. The following information is stated in the instructions for use (IFU): "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.